Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and a drain was implanted. The reservoir stopped draining either when pulling out the valve after reservoir was activated or post-operatively in the ward or when drain was removed. The drainage was restarted by milking however it stopped again soon. A connection with a suction device of wall type and/or clamping the drain was performed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples have been returned for evaluation. Functional examination revealed samples functioned properly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch # j1447421; mfg date 01/2015; expiration date 01/2020.batch # j1443968; mfg date 12/2014; expiration date 12/2019.batch # j1437495; mfg date 11/2014; expiration date 11/2019.batch # j1500122; mfg date 01/2015; expiration date 01/2020.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.